Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus china and the following information, omsc surmised there was the possibility this phenomenon was attributed to the coating deterioration of the insertion section of the subject device due to physical stress/ chemical stress/ storage environment. -the report of olympus china showed that the insertion section was scratched, and its coating was peeled off. -instructions for safe use (IFU) warns on physical stress, method of reprocessing, and environment of device storage. -in the former similar cases, the coating of insertion section was seemingly peeled off by physical stress/ chemical stress/ storage environment and had been surmised to be so. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus (B)(4) but has not been returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was confirmed that the coating on insertion tube of the subject device was partially peeled off more than 1mm2 due to deterioration. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that the insertion tube of the subject device was partially peeled off more than 1mm2. The subject device had been returned by the user to check the malfunction which was damaged the bending section cover. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.